Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a nc emerge balloon catheter. The balloon, proximal bond and markerbands were examined. There was a pinhole at the distal markerband. There were numerous hypotube kinks. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4)

Event description:
Reportable based on device analysis completed on 02-may-2018. It was reported that crossing difficulties were encountered. The 88% stenosed target lesion was located in the mid left anterior descending artery. A 2.50mm x 15mm nc emerge® balloon catheter was advanced for dilatation. However, the device was not able to cross due to calcification. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed balloon pinhole.